Event description:
Consumer states that the seat has cracked in half in the middle. Consumer states the rollator is for a relative of his but no one was hurt by the seat cracking. No additional information provided.